Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the lead was explanted and replaced. The ipg was confirmed not reaching end of life; therefore, no further action is taken on the ipg. Therapy was restored post-op.

Event description:
It was reported patient's lead was fractured and ipg is reaching end of life which is unknown if occurred prematurely. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
Date of event is estimated.